Event description:
Customer had several issues when she called. Customer inquired if sensor can be used after expiration. Customer was advised that sensor cannot be used after expiration due to possible improper readings. Customer assumed medtronic was requesting insulin pump but realized it was her insurance company. Customer also reports to have been hospitalized with blood glucose of 565 mg/dl. Customer was hospitalized due to a stroke. Customer had high blood pressure and a blood clot in the brain. Customer was hospitalized for six days. Customer believes high blood pressure and high blood glucose was cause by blood clot. Customer declined troubleshooting as she states insulin pump works fine. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.